Manufacturer narrative:
The device was not available for return; therefore, no device evaluation could be conducted. The lot number was not provided. Without a sample to evaluate or a lot number available to conduct device history record reviews, a root cause cannot be established. (B)(4).

Event description:
The tip of the hawkins guidewire fragmented and was retained within a patient's breast. The v shape of the guidewire tip contributed to not detecting fragmentation on the specimen x-ray. The patient required further surgery to to have the tip of the guidewire removed from their breast.